Event description:
It is reported that the pentaray catheter had a magnetic sensor error when the cable was seated. It was replaced and the case continued without incident. During a routine post case ultrasound scan, a pericardia! Effusion was noted and a pericardiocentesis was performed. It was noted that 800cc of fluid were removed. Patient was not symptomatic. No errors on the carta or stockert equipment. Additional information received stated that it was noted that the adverse event did not occur during ablation and that the physician believes that it occurred during the transseptal phase, when the ablation catheter was not in the body. The baylis medical transseptal needle (nrg-e-hf-98-cl) and baylis medical torflex sheath (tf85-32-63-45) were used during the transseptal phase. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).